Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/19/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. While using the smart touch bidirectional catheter, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and a drain left in the patient¿s thoracic cavity for 24 hours. A total of 500cc of fluid were removed. The patient stayed in the hospital for 48 hours following the adverse event. The patient fully recovered. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Due to the august 2015 FDA maintenance were the 3500a codes were updated. Methods:no testing methods performed; results:no results available since no evaluation performed; conclusion: device not returned; concomitant medical products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Smartablate generator, model #: unknown, serial #: unknown. Smartablate pump, model #:unknown, serial #: unknown. Soundstar eco cathete, model #:m-5723-15, lot #: 10438577/e5010899. C3 cs refstar - deflectable, model #:d-1285-02-s, lot #:17218935m. Lasso nav variable eco, model #: d-1343-01-s, lot #: d134301/17250062l. Non bwi ¿ brk 1 needle. Non bwi ¿ 9f sl1 sheath. C3 ez steer cs with auto ID, model #: d-1263-07-s, lot #: 17226099m. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history is unknown. During the event, while using the c3 ez steer coronary sinus with auto ID catheter, a deflection issue, which is non-indicative of an MDR reportable event occurred. Later in the procedure while using the smart touch bidirectional catheter, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and a drain left in the patient's thoracic cavity for 24 hours. A total of 500cc of fluid were removed. A single transseptal puncture was performed with a brk 1 needle. As the pericardial effusion was remedied without cardiac surgery, the site of the injury was unknown. The event likely took place during the ablation phase as it was noticed during the ablation phase. The generator was set to power control mode with a power cut off of 30 watts. The flow setting was set to 30 ml/min. The power was initially titrated from 20 to 30 watts, though a drag burn technique was utilized and power was only titrated for separate applications. Not for new locations that were reached during a burn. A 9 f sl1 sheath was used for the lasso navigational variable eco catheter. The ablation catheter was inserted into the femoral vein through a 9f short sheath. An act of 300 was maintained during the procedure. The patient stayed in the hospital for 48 hours following the adverse event. The patient fully recovered. The physician's opinion regarding the cause of this adverse event is that it was procedure related. The physician does not believe the equipment to have malfunctioned and believes cardiac perforation to be an unfortunate though somewhat common complication of atrial fibrillation ablation.